Event description:
It was reported that during a lap choley procedure, the device would not open after it was fired. It was excised from the tissue. Anothr device was used to complete the procedure. There was no other patient consequence.